Event description:
It was reported that the patient experienced recurrent low blood glucose while using the ilet system, and reports indicated the patient frequently paused the ilet, after which the pump delivered correction for high glucose that followed, leading to subsequent lows; education and troubleshooting were provided, including guidance on oral glucose use. Symptoms included hypoglycemia. Outcomes included no reported hospitalization and self-treatment with oral glucose. Investigation included a review of available reports and user interaction with the device. Investigation of this case revealed user interaction consistent with repeated pausing of automated insulin delivery, followed by reactive insulin corrections that contributed to low glucose events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.